Event description:
It was reported that an auto-off alarm occurred. The customer's blood glucose (bg) level was displayed as "high"; however, a specific value was not provided. A correction bolus was delivered to address bg level. Customer continued to use pump for insulin therapy.